Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
The user received erroneous ammonia results for two patient plasma samples from edta tubes. The initial result for sample 1 was 3000 umol/l, repeat result was 35 umol/l. Sample 2 initial result was 4000 umol/l, repeat result was 40 umol/l. The results were not released and the patients were not affected. The ammonia reagent lot number was 60856401. The field service representative determined the sample probes to be the cause. He checked the system fluidics and replaced the sample probes. To verify the analyzer operation, he ran qc and a sample run.